Event description:
It was reported that during a right tcar procedure, the physician did not have visualization while advancing the arterial sheath of the neuroprotection system (nps) over the 0.035" j-tip guidewire, resulting in a dissection and sluggish flow. The physician attempted to re-access the vessel, however, the 0.018" guidewire of the micropuncture kit (mpk) was unable to advance due to the dissection. Therefore, the physician elected to convert the procedure to a carotid endarterectomy (cea) as result of the event. No further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.